Event description:
Product would not function. Battery and hand piece applied to device. Battery inserted and started with a green light, but then turned red. Battery was replaced with a new one, same occurrence with device. Replaced device and used both batteries, which functioned appropriately with the new device. Device removed from sterile field, cleaned and placed back into box.what was the original intended procedure?unknown.